Event description:
Customer's mother reported that the insulin pump was cracked near the corner by the reservoir. Blood glucose level was 115 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.